Manufacturer narrative:
(B)(4). Batch # r94r6t. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a hiatal hernia repair procedure, the harmonic instrument was activating with no one touching the device. The device was on the sterile tray, not touching the patient. A second like device was used to complete the procedure. There were no patient consequences reported.